Event description:
The following has been reported: tue (B)(6) 2024 approx 11:30 am. Nurses tp and sx brought to my attention that the IV pump was giving an error message stating there was air in the line when there was no air in the line. The IV pump flashes red and has the following message: "set air installation!!!" "Close line". Reporting as a conservative measure. No adverse event was reported. More information is needed to complete the investigation.